Event description:
It was reported that this pacemaker recorded an automatic lead safety switch (lss) due to high out-of-range pacing impedance measurements greater than 3000 ohms on the right atrial (ra) channel. Technical services (ts) reviewed the device data and noted a sudden spike from approximately the 700-ohm range to greater than 3000 ohms, after which the impedance returned to approximately the 400-ohm range. Additionally, noise was observed when the device automatically reverted to unipolar configuration, and this noise was sensed during atrial fibrillation (af) episodes. Ts suspected a connection issue and provided recommendations to reprogram the lead back to bipolar configuration and adjust sensing settings. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker recorded an automatic lead safety switch (lss) due to high out-of-range pacing impedance measurements greater than 3000 ohms on the right atrial (ra) channel. Technical services (ts) reviewed the device data and noted a sudden spike from approximately the 700-ohm range to greater than 3000 ohms, after which the impedance returned to approximately the 400-ohm range. Additionally, noise was observed when the device automatically reverted to unipolar configuration, and this noise was sensed during atrial fibrillation (af) episodes. Ts suspected a connection issue and provided recommendations to reprogram the lead back to bipolar configuration and adjust sensing settings. No adverse patient effects were reported. This pacemaker remains in service.